Event description:
It was reported that the patient, who was previously implanted with only one cylinder of an ambicor penile prosthesis (app), underwent a replacement surgery because they were dissatisfied with their existing device. The patient was originally implanted with only one cylinder because the other corpora was scarred. The existing app was explanted and replaced with all the components of an inflatable penile prosthesis (ipp). No patient complications were reported during the procedure, and the patient was reported to be doing well. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.